Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pts had been sick so they did not use their stimulator so the ins went to 0%, the pt charged the ins to 50%. But today it was saying stimulation was off even though the pt thought they turned stimulation on. During call agent walked pt through turning stimulation on. Pt said they were not feeling therapy so pt increased intensity to 1.4. The troubleshooting steps that were taken on the call resolved the issue.